Manufacturer narrative:
Literature review: abdominal aortic aneurysm shrinkage up to 2 years following endovascular repair with pembolization for preventing type 2 endoleak: a retrospective single center study. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of preemptive embolization of aneurysm side branches using occlusion devices, including amplatzer vascular plugs were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, smoking, coronary artery disease, peripheral artery disease, chronic obstructive pulmonary disease, chronic kidney disease and hemodialysis. The complications reported were reintervention and aneurysm. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿abdominal aortic aneurysm shrinkage up to 2 years following endovascular repair with pembolization for preventing type 2 endoleak: a retrospective single center study¿, was reviewed. The article presents a retrospective, singe-center study to evaluate the efficacy of preemptive embolization of aneurysm side branches that cause type 2 endoleak (t2el). Devices included in this study were zenith, excluder, and endurant, and amplatzer vascular plug, c-stopper coil, tornado coil. The article concluded the high success rate of preemptive embolization of aneurysm side branches that resulted in better anatomical changes in the aneurysm sac and lower t2el-related intervention rate in the embolization group up to 2 years after evar. [The primary and corresponding author is hiroyuki nakayama, department of cardiology, hyogo prefectural amagasaki general medical center, higashinaniwacho 2-17-77, amagasaki, hyogo 660-8550, japan, with corresponding email: hersh.snf6@gmail.com] the time frame of the study was from april 2009 to april 2019 (april 2014 to april 2019 = embolization group, april 2009 to march 2014 = nonembolization group). A total of 200 patients were included in the study. The average age was 76 years and the average gender was male. Comorbidities include hypertension, dyslipidemia, diabetes mellitus, smoking, coronary artery disease, peripheral artery disease, chronic obstructive pulmonary disease, chronic kidney disease, hemodialysis.